Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience pre-syncope. It was also reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited undersensing. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.